Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity. The company rep stated the hcp reported that patient's low reservoir alarm was going off when they came in for a refill and hcp heard alarm going off when reading the pump. Hcp said she updated the pump and then read it again and it was not showing an active alarm, however the patient called back and said that she was now hearing the pump alarm again. Confirmed hcp had version 2 of the a810 software. Additional information received on 2024-03-13 indicated that they confirmed the alarm was active. Once the company rep silenced it and updated the pump he confirmed the alarm was no longer active.